Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Analysis did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Analysis noted that the lead had a cut through in the insulation; corresponding cut found in suture sleeve. Analysis was unable to confirm reported event.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibited elevated threshold one day post implant. Lead was found dislodged. A revision procedure was performed wherein the lead was explanted and replaced. No additional adverse patient effects were reported.